Manufacturer narrative:
This report is being submitted for information received regarding hygiene microbiological investigation (hmi) results and device evaluation findings. Please see updates to d8, d9, h3, h4, h6 and h10. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The instrument/biopsy/suction channel, air/water channel and auxiliary water channel tested positive for more than 20 colony forming units (cfu) per milliliter of dermacoccus nishinomiyaensis and micrococcus luteus. The obtained results were not in conformance with the requirements. The device was reprocessed and additional sampling was done. The distal end unit, instrument/biopsy/suction channel, air/water channel and auxiliary water channel were tested and there was no microbial detection. The obtained results were in conformance with the requirements. The returned device was evaluated. There were few findings during device evaluation. Due to wear of angle wire, the play of right/left knob was out of the standard value. Image guide protector had a cut. Adhesive on bending section cover had a crack. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope tested positive for unexpected contamination. The issue was found during receipt inspection of the device. The device was new and was never used. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding hygiene microbiologocal test results and cleaning, disinfection and sterilization (cds) process followed onsite; however, no response received from customer. The device was returned. Device evaluation anticipated; but not yet begun. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is provided by user facility.